Event description:
It was reported that during central processing, the force bipolar instrument had a small cut in cable at the distal tip. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar grasper instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
H8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis could not verify the customer reported event, small cut in cable at the distal tip. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed the continuity test. A visual inspection was performed, and no damage was found to the cable at distal tip. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced.

Event description:
Refer to h11 for follow-up information.